Manufacturer narrative:
It was reported that there was a leakage in the ventilator. Despite our best effort in obtaining the information, it remains unknown what was the source of the leak. There was no information about the replacement of any part. Moreover, device logs have been not available for the further analyze of the issue. Therefore it has been decided to report this case in an abundance of cautions, as the provided description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined. The correction of field device manufacture date was required. This is based on the internal evaluation. Manufacture date: previous manufacture date: 08/11/2015 corrected manufacture date: 11/19/2004.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that there was a leakage in the ventilator. There was no patient involvement. Manufacturer's ref #: (B)(4).